Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-01828. Reference MFR. Report: 1627487-2018-01829. Follow up information identified the physician explanted the patient¿s leads at l4 and s1 and replaced them with two new models. The lead at l5 was left in place. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2018-01828, reference MFR. Report: 1627487-2018-01829. It was reported the patient experienced ineffective stimulation. Diagnostics revealed intermittent impedance issues dependent on positional changes. Reprogramming attempts were unsuccessful, and x-rays revealed little or no lead migration. The physician attempted to move two of the leads on (B)(6) 2018 to alleviate the impedances, but to no avail. The third lead then began showing positional impedances, and the physician suspects the patient has scar tissue causing the issue. The physician now plans further surgical intervention to resolve the issue.